Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent to the right. As treatment, patient did 0.2 units of manual bolus and a new pod was applied. Patient had high ketones. The patient¿s bg levels was 350 mg/dl, 325 mg/dl, 296 mg/dl, and 320 mg/dl; then changed pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would cause high blood glucose levels.